Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that when the patient started a recharge session, his stimulation stopped. It was noted it happened about 3 charges ago when the patient was at the office of the health care professional on (B)(6) 2014 and also happened a short while before that. The reporter noted that the patient normally recharged once a week and that the implantable neurostimulator (ins) battery level was usually down to 1/4 with the setting at 4.30v. It was noted that the stimulation was off and the patient was able to successfully turn the stimulation back on. At the time of the report, the patient noted the ins was at about 3/4 full. It was further reported that the patient received assistance from the health care professional or manufacturing representative on (B)(6)2013 and did not have concerns with the device or therapy. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.